Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: according to the account, the patient experienced a cardiopulmonary arrest on (B)(6) 2020. A computed tomography scan revealed a possible ruptured brain aneurysm. A direct correlation between the device and these events could not be conclusively determined through this evaluation. The submitted system controller event log file captured transient low flow alarms for approximately 20 minutes on (B)(6) 2020, when the calculated flow decreased below the 2.5 liter per minute alarm threshold for 10 seconds or more. A specific cause for these alarms could not be conclusively determined. The pump speed was stable for the duration of the log file. The system appeared to function as intended. Care was withdrawn on (B)(6) 2020, and the patient ultimately expired. The device was not returned for evaluation. Multiple requests for additional information have been sent to the account; however, no response has been received at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Bleeding and death are listed as adverse events that may be associated with the use of the hm3 lvas within this document. Section 4 of this document describes that low flow alarms occur when the estimated flow decreases below 2.5 lpm. This section also explains that changes in patient condition can cause low flow, such as hypertension. Section 6 of this document also provides guidance for managing anticoagulation strategies for patients on hm3 lvas therapy. Section 7 of the IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. The alarms and troubleshooting section of the hm3 patient handbook explains how the low flow hazard alarm presents on the system controller and what actions should be taken to resolve the alarm. A section on handling emergencies is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a cardiopulmonary arrest in rehab on (B)(6) 2020 and was transferred to the surgical intensive care unit (sicu). A CT scan of the head showed a possible aneurysm rupture and the patient underwent withdrawal of care and expired on (B)(6) 2020. The log file captured a drop in flow to 1.0 lpm and other intermittent low flow events on (B)(6) 2020. All of the log file data prior to (B)(6) 2020 appeared normal.